Manufacturer narrative:
The following fields have been updated with additional information: b.4. Date event reported to cfn: 2020-07-06. B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: as lvp 20d 2ss cv. D.4. Medical device model #: 2420-0007. D.4. Medical device catalog #: 2420-0007. D.4. Medical device expiration date: 2022-12-29. D.4. Unique identifier (UDI) #: (B)(4). G.4. Reportable aware date: 2020-07-06. H.4. Device manufacture date: 2019-12-29.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke. The following information was provided by the initial reporter: material no: unknown batch no (lot no): 19127055. It was reported the IV tubing broke while opening the package. IV tubing broke and fell apart upon opening the package.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing broke. The following information was provided by the initial reporter: material no: unknown batch no (lot no): 19127055. It was reported the IV tubing broke while opening the package. IV tubing broke and fell apart upon opening the package.

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. The photos only showed the packaging with the material and lot information. The incident could not be verified based on the photos provided. A device history record review for model 2420-0007 lot number 19127055 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that primary tubing sets tubing broke. The following information was provided by the initial reporter: material no: unknown batch no (lot no): 19127055. It was reported the IV tubing broke while opening the package. IV tubing broke and fell apart upon opening the package.